Manufacturer narrative:
The product was not returned for evaluation and the lot number info is not known. Since pt does not want to release medical authorization, medical records are not available. The exact cause of the event is not known. Based on all info, no causal factors can be determined and no conclusion can be drawn.

Event description:
Pt reported having an allergic reaction after placing solution on the contact lens and solution directly into the eye. Minutes later, while driving in the car, pt started to itch and developed hives, rash, and welts all over the body. Pt started to have trouble breathing and called 911. Emergency personnel administered epinephrine, benadryl, and albuterol. A fourth unk drug was given for drop in blood pressure. Pt was transported to a hospital. According to the pt, the hospital doctor diagnosed an allergic reaction to the potassium chloride in the solution. After four hours of observation, pt was released. Pt followed up with an allergist who felt the pt's use of high blood pressure medication along with an aspirin based product for sciatica pain caused the reaction. The aspirin based product was first used the day of the reaction. Allergist instructed pt to discontinue use of the aspirin based product and since then there has been no further reactions. Pt now feels the reaction was not a result of our product use and does not want to release medical authorization.